Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl. The customer was troubleshooting after receiving battery cap. Customer stated that they every time she put the battery it went off and the battery cap contact keeps falling off. The insulin pump will not be returned for analysis.